Event description:
Unomedical reference number (B)(4). Event occurred in colombia the patient's mother reported issues with an infusion set and reservoir, resulting in a blockage of insulin flow. The patient's blood glucose levels were 385 mg/dl and 545 mg/dl. The customer stated that the issue was due to a blockage in the infusion set. The patient received medical assistance with intravenous insulin infusion for high blood glucose levels. The patient was hospitalized for one day and received treatment for high blood glucose levels. The blood glucose level upon admission to the hospital was 545 mg/dl. No further information available.